Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline prosthesis. (B)(4).

Event description:
It was reported (via (B)(4) mw5075913) that a female patient of unknown age who underwent breast prostheses implantation with mentor saline implants on (B)(6) 2008 was diagnosed with lupus, sjogrens, hypothyroidism, hashimotos diease, and vitilgo. The patient underwent removal without replacement on (B)(6) 2017. The patient reports that 3 months after explantation, her autoimmune labs are normal and her vitilgo is gone. The patient reported her experience left her bedridden and unable to work, take care of herself, or her family. No product issue, such as rupture was reported. There was no patient name or contact information provided, therefore no follow up was completed and there is no additional information available. (See 1645337-2018-02961 for contralateral prosthesis report).